Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0509 captures the reportable event of suction button sticking.

Event description:
It was reported to boston scientific corporation that orca valve was used during colonoscopy and esophagogastroduodenoscopy (egd) procedures performed on (B)(6) 2026. During the procedure, they reported frequent issues with the new buttons, including weak and no insufflation, inadequate suction, the suction button becoming stuck in the depressed position, and one instance in which the button stem broke off into the scope valve during bedside cleaning. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event.